Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press the act button more than once at times. The customer's blood glucose level unknown. The customer also reported that the battery cap worn severely making it very hard to open. The device will not be returned for analysis.